Event description:
It was reported that the rotawire perforated the lesion and the procedure was cancelled. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink plus and a rotawire were selected for use. During the procedure, it was suddenly noted that the rotawire entered the false cavity and perforation occurred. Angiography was done and it was found that there was extravasation of contrast agent so the procedure could not be performed. The procedure could only be performed when blood vessels recovered well. The device was removed directly. No further patient complications were reported and patient was stable post procedure.